Event description:
It was reported to philips that in the middle of a case system stopped producing x-rays, given image disk failure message. The procedure was aborted, and patient was moved to another room. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was completed by moving the patient to another room. A philips field service engineer (fse) examined the system onsite and confirmed that the system gave remote alert ¿x-ray pc degraded disk bay board¿. Upon troubleshooting fse found that disk bay of the x-ray pc no longer delivered power to the image drive, causing the x-ray to not be able to store any images and verified that the disk bay slot was not powered, signified by disk bay led for image disk on x-ray pc was not lit. Fse attempted to implement corrective action but ran into issues with x-ray pc and the x-ray pc failed the dimm performance tests multiple times. Fse attempted reseating the dimm¿s, eventually the system was returned to operation, however with low confidence of the system being stable and fco tool was no longer able to set ip for x-ray pc. The defective parts were returned for analysis, for x-ray pc, failure was due to hdd and ssd. To resolve the issue, fse replaced the x-ray pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027)/ medical device correction (z-1151-2024). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.